Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm contacted the customer and was told the batteries were completely discharged. The customer was instructed to charge the unit over the weekend. It was confirmed the unit was fully charged and working by battery power. Once the stm was onsite, they confirmed the batteries were charged and confirmed the unit ran on battery power. A load test was done on each battery and both maintained their charge with no power faults. The power cord was tested for shortages but none were found. A review of the activity log indicated the unit was not properly charged during inactivity. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) did not run on battery power. There was no patient involvement, and no adverse event reported.